Manufacturer narrative:
Follow up 01-jul-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted; experienced expulsion of r (right) coil through vaginal opening and 2 years later had a pregnancy with essure. Approximately, 5 years after delivery she was submitted to a total hysterectomy due to displacement of left coil into uterus. All events are listed for essure in the reference safety information. Displacement of left coil into uterus, regarded as device dislocation, was considered serious due to medical importance, while the remaining events are non-serious. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, right essure coil was expelled in the same year of essure insertion; this may have been a contributory role in the reported pregnancy; however, since consumer stated hsg test revealed bilateral tubal occlusion an essure's contraceptive failure cannot be excluded. Regarding the remaining event, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the displacement of left coil into uterus is unknown, given its nature; causality with the suspect device cannot be excluded and due to the required intervention (hysterectomy) this case was regarded as incident. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
(B)(4).

Event description:
This spontaneous case report from a consumer in united states was identified on an internet platform on (B)(4) 2013. The female consumer of unspecified age reported she had essure (fallopian tube occlusion insert) inserted and experienced pregnancy (device failed). Additional information received on (B)(4) 2013. No information was given on consumer's past drugs, concomitant medication and concurrent conditions. Consumer had three children. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) implanted for permanent birth control. On an unspecified date, the consumer had her fourth child with essure. She also stated that she experienced excruciating pain and, due to this pain, she could neither sit nor stand. No further details were reported. Consumer considered that both events were related to essure. Addition due to internal review of information received on (B)(4) 2013: it was stated that consumer's fourth child was four at the time of reporting. Follow-up information received from the consumer via health authority (#(B)(4)) on b)(4) 2015: consumer reported essure was placed on (B)(6) 2007 and she experienced expulsion of r (interpreted as right) coil in 2007 through vaginal opening. Hsg (hysterosalpingogram) test confirmed that both sides were occluded (date not reported). In 2009 she had a positive pregnancy and delivery. Complications throughout included chronic pelvic pain, heavy periods, painful intercourse, uterine polyps, ovarian cysts, weight gain, abdominal swelling, inability to sit or stand for short and long periods at a time. Displacement of left coil into uterus, constant metal smell, constant year infections, emotional, physical, and psychological distress. The left coil was supposedly removed in 2013. CT (computed tomography) scan in 2013 confirmed it was still in place and the consumer was seen by a second doctor who eventually had to perform a total hysterectomy on (B)(6) 2014. Case upgraded to incident. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy (pregnancy). A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted; experienced expulsion of r (right) coil through vaginal opening and 2 years later had a pregnancy with essure. Approximately, 5 years after delivery she was submitted to a total hysterectomy due to displacement of left coil into uterus. All events are listed for essure in the reference safety information. Displacement of left coil into uterus, regarded as device dislocation, was considered serious due to medical importance, while the remaining events are non-serious. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, right essure coil was expelled in the same year of essure insertion; this may have been a contributory role in the reported pregnancy; however, since consumer stated hsg test revealed bilateral tubal occlusion an essure's contraceptive failure cannot be excluded. Regarding the remaining event, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Although, in this particular case, the exact mechanism of the displacement of left coil into uterus is unknown, given its nature; causality with the suspect device cannot be excluded and due to the required intervention (hysterectomy) this case was regarded as incident. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.